Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by manufacturer. The stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent severely damaged with struts distorted, bunched and stretched. There is less damage evident at both distal and proximal edges. The product stent protector was returned for analysis with the device and the inner diameter were measured and is within specification. The balloon cone profiles were reviewed and found that the balloon wings and folds were slightly opened out of their intended position and solidified media is visible inside the balloon chamber. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found one midshaft kink at 3cm distal to the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery segment. A 2.25mmx20mm synergy drug-eluting stent was selected for use to treat the lesion. However, when the stent delivery system (sds) was withdrawn from the stent protector, the stent detached. The procedure was completed with a 2.25mmx24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery segment. A 2.25mmx20mm synergy drug-eluting stent was selected for use to treat the lesion. However, when the stent delivery system (sds) was withdrawn from the stent protector, the stent detached. The procedure was completed with a 2.25mmx24mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.